Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals. The physician was not able to reproduce with pocket manipulation. Then the physician decided to open the pocket and found out that the leg of the right ventricular (rv) lead popped out as it had not been adequately engaged during device change out. This device still remains in service. No adverse patient effects were reported.